Event description:
It was reported the programmer turns on, but then turns off before booting up. The programmer was returned for repair. The rf (radio frequency) head was returned to the manufacturer, analyzed and tested out of specification. No patient involvement was reported.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis confirmed the reported event. Programmer turns on, but then turns off before booting up. Does not shut down with a known good rf (radio frequency) head. Power turn off failure was caused by a faulty rf head cable.